Manufacturer narrative:
B3: event date: unknown. D4: UDI number: unavailable. G4: 510k number: unavailable. One device was returned for evaluation. Visual inspection revealed a broken battery compartment and bubbled downstream occlusion (dso) seal. Event history log showed multiple downstream occlusion alarm messages. Functional testing was performed and the device passed the dso trip point test; however, the problem was duplicated as the event history log was full of occlusion alarm messages. The root cause was determined to be a defective dso sensor. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited an occlusion. It is unknown if there was patient involvement, no adverse patient effects were reported.